Manufacturer narrative:
A review of the system logs for the reported procedure date found that no system errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system also found no errors.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The following concomitant devices were used during the procedure: 30 degree endoscope plus, monopolar curved scissors, fenestrated bipolar forceps, prograsp forceps, vessel sealer extend. A site review found that no complaints have been reported for any of the products used. A device history record (DHR) review for the devices used during the event found no related non-conformances. Digital signal processor (dsp) logs show that the vessel sealer extend (vse) instrument was installed 3 times and passed homing 3 times. All cut complete and seal events were noted with no errors. The master supervisory controller (msc) logs did not show any vse related errors. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report, with a significant comorbid diagnosis of xanthogranulomatous pyelonephritis, was undergoing a left nephrectomy when significant bleeding occurred. What bled and how they got into that bleeding was not provided. The procedure was converted to an open laparotomy and also required a thoracotomy which suggests they had to emergently get control of the aorta. How these events unfolded are not provided, however, the patient eventually died. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that during a da vinci assisted nephrectomy, there was an unspecified surgical complication resulting in major hemorrhaging. The surgeon reported that the bleeding required a conversion to open laparotomy and an open thoracotomy. Despite all resuscitative efforts the patient expired in the operating room. The surgeon reported that the surgical complication was not related to the robotic system and there was no malfunction of the system or instruments. The stated cause of death was major hemorrhage. Additional event information was requested but was not provided by the surgeon.